Event description:
It was reported that the reamer got stuck into the chuck.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event ¿reamer got stuck into the chuck¿ was confirmed. Review of the DHR and inspection records revealed no discrepancies. Ball imprints in the adapter surface as well as the significant dents found on the surface of the connection area indicate that the user tried to disassemble the ao-coupling in locked mode with using a lot of force. The functionality of the product is no longer given due to the damage found. Based on the above facts the root cause of the reported event is not linked to a deficiency of the device but is rather related to improper handling by the user. No non-conformity was identified.

Event description:
It was reported that the reamer got stuck into the chuck.